Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01765. It was reported that the patient presented in the emergency room with syncopal episodes. Upon interrogation, the right ventricular lead exhibited loss of capture. The physician explanted and replaced both the right ventricular lead and the pacemaker since there was heme noted to be in the header and had squirted out the set screw port upon inserting the new lead. The patient was in stable condition.

Manufacturer narrative:
A pacemaker was received above normal elective replacement indicator (eri) for the reported event of heme in the header. Blood was found under the septum and sealed off by it, with no external blood leaks found. The reported event was confirmed and attributed to blood coming in through the lead pin, with no device anomalies.